Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: unavailable. Omnipod software app version: unavailable. Smartphone operating system: unavailable. Smartphone hardware: unavailable. Cgm sensor type: unavailable. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's father reported their blood glucose (bg) level reached 400 mg/dl, while wearing the pod between 5 and 24 hours. They reported administering a bolus of an unknown amount, which did not lower bg levels. The father reported when the pod was removed from the infusion site (abdomen), they observed red skin and swelling at the site. Additionally, they reported the cannula was observed to be damaged on pod removal. As treatment, a new pod was successfully applied.